Event description:
It was reported that there was a power on reset (por) condition and there was a 0400 error code. This had occurred the evening prior to the date of this report while the patient was getting ready for bed. The patient had lost therapy. Tremors had come back suddenly. After interrogating the implantable neurostimulator (ins) the por was cleared but the healthcare professional had noted that the patient had not tolerated the older settings and the settings were lowered. The patient doing better and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v754190, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead. Product ID 37092, lot# 287540001, implanted: (B)(6) 2011, product type: accessory. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).